Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7125322. UDI: (B)(4).

Event description:
It was reported that the leads migrated. The patient underwent lead revision procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7125322, UDI: (B)(4).

Event description:
It was reported that the leads migrated. The patient underwent lead revision procedure. No further information has been obtained despite good faith efforts. Additional information stated that the lead migrated which was confirmed with imaging. Patient underwent lead repositioning procedure. The patient is doing great postoperatively.